Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that no capture was observed on the right atrial (ra) and right ventricular (rv) leads. Imaging confirmed that the ra and rv leads had pulled back into the superior vena cava (svc). The ra and rv leads were explanted and replaced successfully. The patient was stable throughout with no complications.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found the outer coil was kinked/damaged consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.